Event description:
On the date of event, a pt reported that he had undergone a makoplasty partial knee arthroplasty with the assistance of the robotic arm interactive orthopedic system (rio) on (B)(6) 2012. After the surgery, his knee joint could achieve 104 degrees of flexion and 6 degrees of extension. He was scheduled for a manipulation procedure on (B)(6) 2012. On (B)(6) 2012, the pt gave an update confirming the manipulation procedure, and stating his knee now achieves 120 degrees of flexion and 8 degrees of extension; however, he also began to experience a painful clicking in his knee.

Manufacturer narrative:
As part of mako's complaint handling process, a complaint was initiated and subsequently evaluated by mako surgical with regard to this report. The report in this case was received via a social media platform ((B)(4)). Manipulation is a common non-surgical procedure performed after knee replacement in order to break up internal scar tissue that may result after the surgery. A communication was sent to the reporter for further info regarding the details involved in his case but no response has been received to date. With no further info on the pt, user facility, or surgeon, further eval of the event cannot be performed. This MDR is thus being filed in an abundance of caution to ensure compliance to 21 cfr part 803. If add'l info is obtained from the reporter and is substantive in nature, a f/u MDR will be filed.